Manufacturer narrative:
(B)(4)

Event description:
It was reported that device may have been affected due to recent lighting strike. The power cable was unplugged from the outlet and prongs and strips were charred. Device was replaced.